Manufacturer narrative:
Not returned to manufacturer.

Event description:
Patient is indicating some issues with the surgery that he had over a year ago. No additional information were and will be provided.